Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different active meters, within 10 minutes: 363 mg/dl (system 1) and 122 mg/dl (system 2) . Used the same vial of test strips for both tests performed. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.